Manufacturer narrative:
The ge service rep removed and replaced the bussman fuse and took shots. The fuse blew out after two shots. He looked for evidence of arcing at the tank and the tube. No evidence of arcing was found. He removed and replaced the igbt snubber assembly, performed a generator and filament calibration but no errors were found during calibration. He rebooted the system and took several test shots at varying techniques. The system is working as intended.

Event description:
The customer reported that the system will not take x-rays.